Event description:
Based on the reported info, submitted to neo medical on (B)(6) 2011, the complainant states that 6 midlines leaked after 2 days at the insertion site and needed to be removed. No removal dates provided, complainant stated pt was not injured or harmed. Form of intervention needed, was removal. Current condition of the pt is good. (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. (B)(4).